Manufacturer narrative:
Continuation of d10: product ID: apb-3-4-3d-es ((B)(6)); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium coil encountered resistance with the catheter and jumped during deployment. The aneurysm ruptured and the vessel was damaged. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left anterior communicating artery with a max diameter of 5.5 mm and a 3.9 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. It was reported that during advancement of the 3-4 3d es coil resistance was felt and then relieved. Upon a run microcatheter was observed through the aneurysm wall. Coil was detached and subsequent coils placed. It was reported difficult placement occurred. The coil was implanted at the intended location. The device jumped during deployment. The vessel was damaged that was related to the coil. The tip of the catheter moved during deployment. The physician did not rotate the delivery pusher during the procedure. The aneurysm did rupture which was related to the coil. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the aneurysm rupture was treated with placement of additional coils until no further extrav asation was observed. The vessel was not perforated. The aneurysm was perforated. Resistance was believed to be caused by the stent in the parent vessel trapping the microcatheter against the vessel wall so coil resistance could not be felt properly. The doctor did have a fair amount of forward load on the microcatheter because of the acute angle into the aneurysm. No resistance was felt while advancing the coil. Resistance was felt with deploying the coil into the aneurysm. The coil came out of the introducer sheath smoothly. There was no damage to the coil observed after removal. There was no damage to the phenom catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient was recovering well from the procedure. The patient has not received and is not planned for any medical/surgical intervention as a result of the coil movement during deployment. The patient was heparinized during procedure and protamine was administered after the rupture. No other antiplatelet was administered